Event description:
Consumer purchased equate interdental brush cleaners for standard width spaces, 20 count and reported that the product had some broken brush cleaners. 2 brushes detached while in use, one of which got stuck in his tooth.